Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the first set of electrode pads was not recognized by the device, the second set was recognized however, the device was unable to discharge. During the discharge of energy sparks were seen from the electrode pads and the device shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.